Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the f.d.a that the customer reported that they suffered three extreme low blood glucose incidents around (B)(6) 2017 with unknown blood glucose levels at the time of the incidents. The customer had to give themselves glucagon shots on 2 occasions to treat the lows. The customer noticed while priming the pump that it consistently leaks and over delivers insulin. The customer was most likely wearing the insulin pump during the incident. Troubleshooting was not completed and the customer stated that there is something wrong in pump manufacturing and needs fixing. The customer is having issues with using manual injections to cover their insulin needs. It is unknown if the insulin pump will be returned for analysis.